Manufacturer narrative:
B3: corrected date of event. Section d brand name corrected. Section d catalog number was corrected.

Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
B2 (is product problem) has been ticked. D3 (manufacturer fax) has been added. Ischemia: the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood/hemolysis: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
Additional information received, b5 clinical rational and h6 were updated based on the information received from the clinical site.

Event description:
Updated clinical rationale: an impella cp device was inserted into the right femoral artery in an 85-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) in scai stage d shock on multiple inotropes and vasopressors, and on respiratory support via nasal canula prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). While the patient was in the coronary care unit (ccu), hemolysis occurred on level p-8. The p-level was reduced to p-6 and the patient¿s urine color transitioned from red to amber color. The team did not want to reposition the device at this time. The device functioned at p-3 at 2.1 l/min with no issues. One week after insertion, the impella was removed. Following explant of the impella, the patient had a cold leg. Vascular surgery was consulted to treat the limb ischemia. The post-procedure outcome was survived at explant. Hemolysis and limb ischemia are listed as potential adverse events and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
B3: corrected date of event h6: omitted code a24.

Event description:
An impella cp device was inserted into the right femoral artery in an 85-year-old male patient with a past medical history of coronary artery disease (cad) presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) in scai stage d shock on inotropes, vasopressors, and respiratory support via nasal canula prior to initiation of support. The impella was inserted for ventricular support for percutaneous coronary intervention (pci) of the left anterior descending (lad) artery and the ramus artery. While the patient was in the coronary care unit (ccu), hemolysis occurred on level p-8. The p-level was reduced to p-6 and the patient¿s urine color transitioned from red to amber color. The device functioned at p-3 at 2.1 l/min with no issues. The post-procedure outcome was unknown. Hemolysis is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.